Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Upon troubleshooting, it was determined that the root cause was a dead battery. Customer further reported that she had experienced symptoms described as dry mouth, frequent urination, and headache, and had called paramedics who treated her with insulin and IV fluids. Customer also reported having contact with her diabetologist who adjusted her daily insulin regimen by adding 1 unit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Upon troubleshooting, it was determined that the root cause was a dead battery. Customer further reported that she had experienced symptoms described as dry mouth, frequent urination, and headache, and had called paramedics who treated her with insulin and IV fluids. Customer also reported having contact with her diabetologist who adjusted her daily insulin regimen by adding 1 unit. There was no report of death or permanent impairment associated with this event.